Manufacturer narrative:
Continuation of medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was triggered on the right ventricular (rv) lead. Interrogation indicated that pacing impedance was high/undefined. It was noted that the rv coil and superior vena cava (svc) coil both had high/undefined impedance. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.